Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as bleeding wound. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removal of the lv for the open wound as well as a nurse wound care specialist dressing the wounds. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.